Event description:
It was alleged that a pt received a second degree burn on their abdomen under the adhesive portion of the grounding pad. At the 12 day post-op visit the burn was noted as third degree. The pt was sent to a plastic surgeon who surgically debrided and primarily closed the injury. The size of the burn was noted as 1.5-2cm x 5-6 cm. The surgical procedure was a shoulder decompression.